Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was changing their sensor and experienced a low event. The patient blacked out and dropped the sensor applicator. It was indicated that the patient did not experience any symptoms for a low event prior to passing out. The patient woke up to find herself sitting on the couch and was unsure how she got there. After the patient woke up, her son who is a dexcom follower, was notified by the lack of readings on the follower application and called the patient. The patient's son arrived at the patient's home to help assist the patient by giving her apple juice and food to recover from the low event. There was no allegation against the dexcom system. It was reported that there was a power outage at the patient's home and they were unable to each much. At the time of contact, the patient was feeling fine. No additional patient or event information is available.